Event description:
On (B) (6) 2004, patient was implanted with an artificial bowel sphincter (acticon). On (B) (6) 2008, the cuff and balloon were revised. On (B) (6) 2008, the entire device was explanted due to pain "inguinal inflammation".

Manufacturer narrative:
Additional catalog#: 72401960, 72402105. (B) (4), (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Device has not been returned for analysis. No malfunction reported (no reason provided for cuff and balloon replacement). No conclusion can be drawn at this time.